Event description:
Vns pt has experienced an increase in seizure activity above pre-vns baseline frequency and no improvement in hoarseness since implant. It was reported that the pt's voice is "very soft and hoarse." The pt reportedly sleeps with their magnet attached to their wrist. Treating neurologist indicated that the pt's pre-vns seizure varied from 1 seizure per month to 2-3 seizures per week and that since implant, the pt's seizure frequency had not reduced. The pt's seizure types have not changed and their overall health condition is not worsening. There are no recent medication changes or environmental stimuli that may have contributed to the reported increase in seizure activity.